Manufacturer narrative:
Complainant city: (B)(6). (B)(4).

Event description:
It was reported that guide wire coating peeled off. The target lesion was located in the mildly tortuous and non-calcified artery below the knee. A 300cm, 8cm poly tip v-18¿ control wire¿ was advanced to perform wire exchange. However, after wire exchange, it was noted that a part of the guide wire peeled off. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was normal.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. The unit was returned with its original box and has distal tip damage, as part of overall visual revision. The device has the body kinked approximately at 148cm from the proximal end; besides, the polymer tip is detached. The dimensional inspection of the overall length and outer diameter (od) of the distal tip could not be performed due to device condition (polymer tip detached). The od of middle of the device and od of proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire coating peeled off. The target lesion was located in the mildly tortuous and non-calcified artery below the knee. A 300cm, 8cm poly tip v-18¿ control wire¿ was advanced to perform wire exchange. However, after wire exchange, it was noted that a part of the guide wire peeled off. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was normal.